Event description:
It was reported that the patient was hospitalized in ¿(B)(6) 2025¿, due to elevated blood glucose levels. The patient reported their blood glucose level rose to 375 mg/dl while wearing the pod between 4 and 24 hours. While wearing the pod it was found that the pod's cannula had dislodged from the infusion site (arm). Reported symptoms included vomiting and could not eat anything. The patient went to the emergency room where they were admitted for 2 days. While in the hospital a healthcare professional (hcp) diagnosed the patient with diabetic ketoacidosis (dka). Treatment during hospitalization included insulin.

Manufacturer narrative:
According to the complainant the device will not be available for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.